Manufacturer narrative:
Product manufacturing site updated due to receipt of additional information received. Manufacturer report number corrected and reported under 2523835-2023-00120. No further reports will be scheduled under mfg report num. 3002037047-2023-00008. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that after a phacoemulsification surgery from an ophthalmic viscosurgical device cannula detach from the plastic part. There was no harm o the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).